Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50x38mm promus elemet plus drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, it was noted that the tip of the stent strut was damaged. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus element plus,mr,ous 3.50x38mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50x38mm promus elemet plus drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, it was noted that the tip of the stent strut was damaged. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.